Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely calcified left circumflex artery. A synergy ii us mr 2.50 x 12 stent balloon expandable was advanced to treat the lesion. However, when they took the stent up to the 6f catheter, it did not look as well hung or well attached to the stent. The procedure was completed with another of the same device. No patient complications were reported.